Event description:
Patient reported experiencing concern with the infusion device for some months. Patient stated when the infusion set is occluded, the infusion device gave no e4 (occlusion) error message; no e4 in the history. Patient stated she experienced elevated blood glucose level over 400 mg/dl; treatment received was not provided. Patient's normal blood glucose range was not provided. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result e4 was found in the history. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation. The problem mentioned by the customer could not be reproduced.